Manufacturer narrative:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.